Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that when the hcp interrogated that implantable neurostimulator (ins), a warning power on reset (por) message was noted. The message was cleared and the manufacturer representative (rep) noted that the patient did not lose therapy; however, the hcp stated that therapy stopped. It was also noted that the por message occurred following the patient returning home from physical therapy in (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.